Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was symptomatic for the index procedure. The patient had a precise 8 x 30 stent successfully implanted in the ostium of the right internal carotid artery (rica) during the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. A 7 mm. Angioguard embolic protection device was used. Two (2) days after the procedure, the patient was reported to have experienced an ischemic stroke. The onset of the event was sudden. The event was characterized by dysarthria and left hemiparesis. The event was reported to be unrelated to the procedure, anticoagulation, or any cordis product. Recovery was partial with minor residual. The patient was discharged eight days after the procedure. The rica target lesion was reported to be: a 95% stenosis, 12 mm. Length, 8 mm. Reference diameter, and ulcerated. The lesion was pre-dilated. The residual stenosis was 30%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was symptomatic for the index procedure. The patient had a precise 8 x 30 stent successfully implanted in the ostium of the right internal carotid artery (rica). The rica target lesion was reported to be: a 95% stenosis, 12 mm. Length, 8 mm. Reference diameter, and ulcerated. The lesion was pre-dilated. The residual stenosis was 30%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. A 7 mm. Angioguard embolic protection device was used. Two (2) days after the procedure, the patient was reported to have experienced a sudden onset ischemic stroke. The event was characterized by dysarthria and left hemiparesis and was reported to be unrelated to the procedure, anticoagulation, or any cordis product. Recovery was partial with minor residual. The patient was discharged eight days after the procedure. The patient's medical history includes hyperlipidemia, clinical copd, smoking and hypertension. The device was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15535376 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.